Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 45 mg/dl. Suspected cause was the customer was overriding boluses and delivered more unit than the customer needed. The customer was treated with intravenous fluids of saline and glucagon to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.